Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the axiem box wouldn't recognize instruments on any of the eight ports, and the port lights remained off even when an instrument was plugged in on all eight ports. Fdr, fdm and fdc applies to the pli 20 axiem portable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess) utilizing sinus balloons, the electromagnetic interface box was not recognizing instruments. It was reported that the power and navigate leds were illuminated but instruments would be plugged in without response from the box. A second electromagnetic interface box was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.